Manufacturer narrative:
The insulin pump was received with missing segments/partial display during boot up and blank display after boot up. The device was unable to perform the displacement test, operating currents measures and off no power test due to missing segments/partial display during boot up and blank display after boot up. The electronic stack was disassembled and reassembled; there was no reoccurrence of missing segments/partial display during boot up or blank display after boot up. The missing segments/partial display anomaly and blank display anomaly was isolated to the electronics assembly. The insulin pump was received with cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 8.6 mmol/l. Troubleshooting for blank display was performed. Customer attempted to deliver a bolus and realized that the insulin pump had a blank display. Customer stated there were dots on the display screen. Customer advised this was the first time blank display occurred and they had an old insulin pump they could use as a backup. Customer advised the display returned after replacing the battery on the device. Customer was advised a replacement battery cap would be sent out. Customer received an unexpected restart alarm and was able to pass the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.